Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pockets in the drawer 3.1 was not detected on bus. A field service engineer reseated the road trip cable, retractor cables, internal pixie bus cables and resolved the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a cubie failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.